Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a power-on-reset condition. The patient stated that he recharged completely yesterday, went to bed and turned off the device, woke up on (B)(6) 2011 to turn the device back on, and the patient programmer had a power-on-reset message. The patient has had no recent medical tests. The error message was 0x1000. Additional information has been requested, but was not available as of the date of this report.